Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and replaced door switches and verified system operation. Opened/closed door multiple times and system shows door closed every time. Completed multiple spins and confirmed x-ray on light stays on during spin. Completed system checkout, verified operation. Return to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000166, product ID: bi71000166, product ID: bi71000166, product ID: bi71000166, product ID: bi71000166, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported regarding gantry sensor issue that the system was displaying an error message stating the gantry doors are open, even when closed. System would not spin until the message is cleared and system was down. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.